Event description:
The customer reported obtaining an erroneous accutni (troponin I) result involving an access 2 immunoassay analyzer. The customer indicated that the initial accutni results were within the normal reference range of the assay. The customer reran the sample a fourth time and obtained a result of 1.57 ng/ml. The erroneously elevated result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The sample was repeated for a fifth time and a result within the normal reference range of the assay was obtained. The sample was collected in a lithium heparin tube and centrifuged for 3500 rpm for 10 minutes. The customer did not question the sample integrity at the time of the event. Quality control (qc) results for all four levels were within the laboratory's established ranges on the day of the event. System check performed on the day prior to the event passed all specifications. Beckman coulter field service engineer (fse) was dispatched and noted bubbles in the wash pump. The fse replaced the wash pump and no further issue was observed. Repair was verified per established procedures and results met published specifications.